Manufacturer narrative:
An event of vein thrombosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The femostop gold IFU also states that if arterial/venous hemostasis is not achieved, significant bleeding may occur which could result in patient injury or death. The femostop gold IFU states that arterio-venous fistula or pseudoaneurysm is a possible complication from the use of this device. The femostop gold IFU states for successful compression, the system must be snug and secure around the patient¿s hips before pressure is applied. Do not over-tighten the belt.

Event description:
The femostop was used for compression of the groin. Five hours after the procedure, an accumulation of fluid in the right foot of the patient was observed. An echo assessment was performed with the suspected diagnosis of a vein thrombosis. Heparin was administered and the thrombus was retrieved with a catheter. The patient was referred to a vascular surgeon for further diagnosis. Patient's information (e.g. Age, weight, gender, patient's initial) cannot be handled by av in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case, therefore this information are not available.